Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during a device replacement procedure, no pacing was observed when one of the leads was connected to the implantable pulse generator (ipg). Consequently, the lead was cleaned (as blood was suspected) and reconnected to the ipg. The problem was resolved. Additional information was received and it was suspected that blood was on the pin of the right ventricular lead. The right ventricular lead pin was vigorously washed and connected back to the ipg. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon initial implant, the device was not pacing. Then later, the device worked appropriately and it was suspected there was blood ingress in the lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Redacting MDR for FDA report #264962200020110723 and #6000144000201102011.